Event description:
Complainant alleges using a heating pad on her feet when sparks were emitted from the heating pad cord. No injury or property damage reported with this incident.

Manufacturer narrative:
In 2006, this product was tested by visual inspection. It was determined that there was a wire break on both wires going into the control due to abuse, as the power cord was twisted and severely pulled at an angle which is a direct violation of the instructions provided. The insulation was off of both wires, but all of the wires were not broken completely into allowing the pad to continue to function. This incident is the direct result of consumer misuse / abuse of the product.